Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative indicating that failure to charge when discharged was the cause of the overdischarge and repeated physician recharge mode (prm)¿s resulted in eos. It was reported that the device remains implanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was in overdischarge. The rep ran antenna locate (al) today and started a normal recharge session. They stated it went from 0 to 75% in a very short time. The rep noted that the overdischarge did not require a full physician recharge mode (prm). The rep stopped charging and was going to clear the power on reset (por), but stated the battery displayed an end of service (eos) message when interrogated. The rep stated that they would notify the healthcare professional (hcp) and they noted that the patient did want a battery replacement. The rep stated that they would not know for the next four weeks or so if the insurance would approve of a replacement. No symptoms were reported. No further complications were reported. Follow-up was conducted.